Manufacturer narrative:
(B)(4). Product evaluation summary: the results of this investigation concluded that each cusp had been previously excised. There was a thin layer of fibrin on all three cusps, and they were all mildly fibrotically thickened. A possible tear in one cusp was identified with fibrin at the area of the tear. No particular tissue changes were seen in the cusps, and pathological examination was limited by prior removal of the cusps. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin formation and fibrous thickening were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
The information provided to sjm indicated a patient with a history of hypertension and current dialysis status, had this 19mm trifecta valve implanted in the supra-annular position using pledgeted non-everting mattress sutures on the inflow side. In (B)(6) of 2014, the patient was hospitalized with severe cardiac arrest. An echocardiogram revealed aortic regurgitation and a prolapsed cusp was suspected. The patient underwent redo aortic valve replacement, and another manufacturer's 19mm valve was implanted. Upon explant, the right coronary cusp of the trifecta valve was reported to be torn horizontally at the base and separated from the stent. The base of the non-coronary cusp was attached to the stent post, but seemed to be thin and fragile. No calcification was noted. The patient was unstable following the event.